Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter stopped turning on (B)(6) 2015. The patient manages her diabetes with insulin (self-adjuster). She reported that after the start of the issue, she continued with her usual diabetes management routine and administered 5 units of insulin at an unknown time on (B)(6) 2015. She claimed that also on (B)(6) 2015 at an unknown time, she developed symptoms of "dizzy and passed out". No additional treatment or medical intervention was specified. The patient denied using any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted the meter was not being used for the first time and, based on the information provided there had been no misuse of the meter. The patient was using the correct test strips. The meter would not power on manually with a button press or when a test strip was inserted per owner's manual. Based on the information provided, the batteries did not need to be replaced. The issue could not be resolved with training and remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged power issue began.